Manufacturer narrative:
Method: visual inspection, devic history review, complaint history review, risk assessment; result: upon visual inspection, indentations that would show evidence of contact with a rod were very light in the blocker implying inadequate tightening during the implantation. No relevant manufacturing issues were found that may have contributed to the reported event. Conclusion: the lack of proper indentations on the returned blocker indicate that the blocker was not adequately tightened, which is likely the factor that contributed to the early loosening of the blocker.

Event description:
It was reported that the 2nd revision surgery was performed on (B)(6) 2016 because the blocker backout on iliac was found again. All the implant was replaced.

Event description:
It was reported that the 2nd revision surgery was performed on (B)(6) 2016 because the blocker backout on iliac was found again. All the implant was replaced.